Event description:
The user facility reported that a gynecology case had been completed with a patient still in lithotomy position when the table slid to the foot section of the bed. The facility alleged the patient's feet went down, and head came up "very quickly". The patient did not slip off of the table. No injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A device technology product specialist offered an in-service training to the hospital staff on proper use and operation of the table which was declined. A letter sent to the user facility, from device technologies, states that strenuous table inspection was performed including total inspection of the electro-hydraulics and performing different counter balance weight testing in every articulation the table has to offer. The technician further tested the table by playing his total body weight on the leg section and head sections of the table top with the table holding position. The technician was not able to replicate the reported event. However, at the insistence of the customer, dta replaced the main hydraulic "valve block". All table functions have been tested and the table has been deemed operational.

Manufacturer narrative:
A device technologies service technician inspected the unit and was unable to duplicate the reported event. The technician checked the hydraulic system for damage and leaks, the electrical system for damage and loose connections and inspected all table functions. All table functions were found to be operating to specification. No repairs to the unit were made. In order for the table to have moved as described by the customer, there would have to have been a failure of the hydraulic system, which would result in hydraulic fluid loss and loss of hydraulic pressure from the table. If this had happened, the technician or a staff member would have detected hydraulic fluid on the floor. There was no evidence of a hydraulic fluid leak during the technician's inspection nor was it reported by the customer. It appears, based on the customer's description of the event that the table was commanded to articulate. Steris will offer in-service on the proper use and operation of the table.